Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture on the left ventricular (lv) lead. No asystole was observed. The crt-d was then explanted and the lv lead was surgically abandoned. No cause was determined. No additional adverse patient effects were reported.